Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date the transabdominal cervical cerclage was performed? Were any concomitant procedures performed? Did the patient have a vaginal delivery or c-section? Date of delivery? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please provide clarification on when this event occurred: was the tape not removed at the time of delivery and the mersilene tape was left in place and this event occurred recently? Please explain and provide details/timeline. When was the tape removed? Date the extrusion into the posterior wall of bladder and uterus was noted? Please describe any medical/surgical intervention required including results. When did the bleeding occur? What was the bleeding source and triggering event? What was the volume of blood loss? How was the bleeding treated? Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? Was the patient on anti-coagulants prior to surgery? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Surgeon¿s name? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a laparoscopic transabdominal cervical cerclage in 2011 and suture was used. The patient presented with hematuria and had MRI of the pelvis. At cystoscopy and hysteroscopy, suture extrusion in both posterior wall of bladder and into uterus was noted. Additional information was requested.